Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was non-calcified, non-tortuous and 70% stenosed. A 6.0x150 supera stent system was advanced to the lesion. When attempting to deploy the stent, opening the system lock and sliding the thumb slide, the tip of the delivery catheter fell off but remained on the guide wire. The stent retracted back into the delivery system. The device was simply removed from the patient without reported issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that during stent deployment interactions with the anatomy/other devices and/or inadvertent mishandling resulted in the reported/noted separations (tip jacket, inner member); however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted material separations cannot be determined. Manipulation of the device likely resulted in the noted bunched shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.